Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the delivery wire was kinked/bent likely due to handling during the clinical procedure as this was not initially reported. In addition, the main coil was found to be detached from the delivery wire and it appeared to have broken/fractured at the detachment zone. Functional analysis was unable to be performed due to the condition of the device. The investigation concluded that procedural factors likely contributed to the reported issue limiting the performance of the coil. Therefore, an assignable cause of operational context was assigned to the reported event along with the observed main coil broken/fractured. The investigation concluded that procedural factors likely contributed to the reported issue limiting the performance of the coil. Therefore, an assignable cause of operational context was assigned to the reported event along with the observed main coil broken/fractured.

Event description:
It was reported that during the procedure, the coil (subject device) prematurely detached inside the microcatheter. The device was removed and the procedure was successfully completed with no patient impact. No further information is available.

Event description:
It was reported that during the procedure, the coil (subject device) prematurely detached inside the microcatheter. The device was removed and the procedure was successfully completed with no patient impact. No further information is available.